Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittent rebooting issues. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box history showed several unexplained power on resets. The battery compartment threads were found to be stripped and the battery cap continued to turn when trying to secure it to the pump. There was resistance noted from the battery cap while trying to remove it. The battery cap was turned during testing with no power loss issues. The rewind, load and prime steps were performed with no power loss issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power.